Event description:
The return product form indicated that the generator was replaced prophylactically. Product analysis for the explanted generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received on (B)(4) 2012 when the physician sent back information stating that the seizures are not related to vns and that the device was actually helpful. The patient is not having more seizures than what he was having prior to being implanted with vns. The settings and medications were adjusted in response to the seizures and a 24-hr eeg later showed normal study. There were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the seizures.

Event description:
It was reported that the patient had prophylactic generator replacement on (B)(6) 2012. The implant card was also received by the manufacturer which confirmed the date of surgery, but the reason for replacement was not indicated. The generator was received by the manufacturer for analysis, however product analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #2 inadvertently did not include the reason for replacement indicated on the return product form.

Event description:
It was reported via (B)(6) notes received on (B)(6) 2012 and dated (B)(6) 2012, that a vns patient was having more seizures that were occurring more often at night. The patient was also having drop attacks with no loss of consciousness however, they do disorient the patient. The physician stated that the patient is not using the vns device as he should be. The patient did have a partial complex seizure with some postical confusion during the office visit. The plan was to check the blood levels, readjust the vns settings and or medications as needed and schedule a 24-hour video eeg monitoring session. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.